Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The 3.5x38mm xience alpine stent was implanted at the target lesion; however, a distal edge dissection was noted. Therefore, a 2.75x18mm xience alpine stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.